Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The insulin pump was unable to perform, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The keypad traces was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
It was reported via phone call by customer's parent that the insulin pump button was not responding. The customer's parents stated the customer was trying to bolus and keypad would not respond. The customer took out battery and put it back and keypad was still not responding. The customer stated he tried to bolus for a correct dose of insulin and buttons are not responding. The insulin pump had no moisture of sweat exposure. The customer stated he will use a syringe of 15 units to treat high blood glucose. Advised to discontinue the use of the insulin pump and revert to a backup plan. The customer's blood glucose was 301mg/dl.